Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascualar, superior. Technique/tool: direct traction with locking stylet. No complications